Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 380 mg/dl and diabetic ketoacidosis. Customer treated with the pump. Troubleshooting assisted customer with the pump and advised customer to change out the entire set, reservoir and insulin and treat per their doctor's instruction. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed. Customer indicated that they do not feel comfortable with the pump and was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.